Manufacturer narrative:
This supplemental report is submitted to correct the result of the legal manufacturer's investigation. The investigation determined that the likely cause of lost image was an abnormality in the video output caused by the dvi cable and dvi connector.

Event description:
The intended procedure was completed using the same device without delay. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device evaluation results and additional event related information. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. A full inspection was performed on the unit and all inspection items were verified within specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was foreign matter, such as dust and/or chemical residue, present on the electrical contacts of the scope connector. As stated in the instructions for use, when the image does not appear on the monitor, "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Event description:
The intended procedure was a diagnostic esophagogastroduodenoscopy procedure. The patient was under general anesthesia and a procedural delay, characterized as a "few minutes," occurred due to the problem. No other devices were replaced during the procedure. It was reported that the device was inspected prior to use with nothing unusual noted.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and d10.

Manufacturer narrative:
The suspect device has been returned to olympus and will be evaluated. At this time, the evaluation is not complete. Upon completion of the investigation, a supplemental report will be submitted with the results of the device evaluation.

Event description:
Olympus was informed of a report of a lost image during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.